Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the transfemoral right side was used as the access site. A pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was implanted into the patient's native annulus. The cuspal overlap technique was used. The training guidance for slow deployment of the valve was followed. However, the valve became stuck on the delivery catheter system (dcs). The physician gently pushed and rotated the system. It took a couple of minutes and a few maneuvers to release the valve. The valve was ultimately implanted with good hemodynamic results. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. It was noted that the patient had a bicuspid valve, calcified leaflets and a horizontal aorta. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle appeared intact. The device was received with the capsule fully closed. There was a slight bend to the capsule due to capsule pushing against nosecone. There was a bend to the stability shaft. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the mid-section of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. A 29 mm valve was successfully loaded onto the dcs. Following loading of the valve, there was no longer a slight bend to the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected with no issues regarding the releasing of the valve paddles from the spindle. The reported event for difficult to deploy could not be confirmed in the analysis. Conclusion: the subject device was returned to medtronic for analysis. There was a slight bend to the capsule due to capsule pushing against nosecone and a bend to the stability shaft. It is possible that the bends occurred while preparing the device for return. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Procedural images were provided for review. After release of the valve, both paddles of the valve remained stuck to the dcs after full deployment. The reported event indicates that when the valve became stuck on the dcs, the physician gently pushed and rotated the system but it took a couple of minutes and a few maneuvers to release the valve. It was noted that the patient had a bicuspid valve, calcified leaflets and a horizontal aorta. There is no information to suggest a failure to meet specifications that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.